Manufacturer narrative:
(B)(4) - zipper damage. Eval results: eval of the returned product found that the panel side a pt access window zipper slider body is open. Window side b has a 1 inch hole in the netting. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
The customer reported the canopy has zipper damage and tears on the netting but couldn't provide more info. There was no pt incident or injury reported.